Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The battery was removed from insulin pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error was noted. However, insulin pump trace download analysis confirmed power loss alarm, replace battery alert, replace battery now alarms. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarms due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call post reset ram crc error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the post reset ram crc alarm was performed. Customer received the alarm multiple times after replacing the battery. Customer replaced the infusion set and reservoir however this alarm remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.